Event description:
It was reported that the patient experienced the pump was too short in the scrotum and had difficulties activating the device with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.